Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an abnormal charge timeout failure. However, while bench testing results were indicative of a capacitor failure, analysis of the capacitor did not find any failures. The root cause of this failure is unknown.

Event description:
This report is to advise of an event observed during analysis.